Event description:
The pt stated that he heard abnormal sounds coming from his infusion device during basal delivery. He stated that the infusion device was "clicking" loudly and making a "popping" noise while retracting the piston rod. He stated that the piston rod would then completely stop moving before completely retracting. The pt switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.